Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 and drawer 2.2 could not be recovered. A field service engineer (fse) discovered that the controller module was out. The repair was postponed due to the unavailability of a pcba controller. Later, the fse replaced the controller module board again along with both drawer boards, then reconfigured and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred involving drawers 2.1 and 2.2. The customer stated that both drawers could not be recovered despite attempting standard recovery procedures. The customer also observed that there were no lights illuminated on the back of the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.